Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional(hcp) reported a patient was injected with 0.6mls juvéderm® volbella¿ xc in the lips. It was noted the healthcare professional backfilled the product into bd syringes. Patient experienced a suspected vascular occlusion during the injection, as a bruise with suspected capillary reflux developed. Hyaluronidase was administered immediately, resulting in good capillary reflux according to hcp. Healthcare professional also massaged the patient and used a heating pad. Pronox was administered as well. The patient was prescribed sildenafil and methylprednisolone for a week. Despite persistent white blanching in the treated area, no other signs/symptoms of complication were observed, and the event resolved two days after onset.